Event description:
Boston scientific received information from this patient that this implantable cardioverter defibrillator (ICD) was broken. Additional attempts were made however no further information available. The implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information revealed that the device was explanted due to normal battery depletion (nbd) and was replaced successfully. No adverse patient effects were reported.